Event description:
According to the reporter: the device is not stapling correctly. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, while on hepatic parenchyma, the device fire but some staples did not close and was not stapling correctly. There was also an incomplete staple line on the proximal area which was fixed using suture. The device was changed to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection noted no abnormalities. Functionally, the instrument was successfully loaded with a single use loading unit. During testing of the instrument, binding and skipping was noted when cycling the instrument. An access hole was cut into the instrument body for visualization internal components. This examination noted that the trigger pawl was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage in the trigger pawl may occur if the instrument is fired on tissue that is beyond the recommended thickness range. This condition may also occur if the instrument trigger is compressed with the loading unit partially loaded. In this case, the trigger pawl would engage with the initial notch on the firing rack however the firing rack would not advance therefore damaging the trigger pawl. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.